Manufacturer narrative:
Please note that device (lot# 13341881) is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that approximately six months after the index procedure, the patient was admitted due to chest pain. Coronary angiography revealed a stent fracture of the previously implanted cypher select plus 2.75 x 28 mm stent. Additional information has been requested but is not available at this time.